Event description:
Umbilical catheter inserted on (B)(6) 2018 05 :30 removed (B)(6) 2018 at 17 :50 tpn drained from abdomen, 54ml.

Manufacturer narrative:
We received the sample for investigation. The visual inspection shows a slight mark on the catheter at 63mm from the tip, between mark 6 and 7(enclosed a picture). A tightness test under 1 bar air pressure was performed, no leakage were noticed. No defect could be found.the cause of the tpn extravasation is not related to the catheter. Since there is no batch number available, it is not possible to review the batch history records.

Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via followup MDR.

Event description:
Umbilical catheter inserted on (B)(6) 2018 05 :30 removed (B)(6) 2018 at 17 :50 tpn drained from abdomen, 54ml.